Event description:
Ous MDR - it was reported that approximately 100 months after the implant loss of capture was suspected. The pacemaker dependent patient had a syncopal episode in the consulting rooms during a follow-up. During interrogation, the device showed an interrogation error notice and eri message. The device was explanted.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The pacemaker was subjected to an electrical incoming inspection. The device was interrogated showing a warning message on the programming device regarding the battery status and indicating invalid memory content. The pacemakers memory content was inspected. The battery holter was evaluated showing that the battery was almost depleted. However, the battery condition was found to be as expected. The inspection furthermore revealed that the device switched into the safety backup mode on (B)(6) 2017 as a result of the detection of invalid memory content. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to assure the patients safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. However, due to the battery depletion a re-initialization request was not prompted on the programmer during interrogation. Please note that, while in the safety backup mode, the device paces with 4.8v @ 1.0ms. These parameters are chosen in order to cover the widest population of patients and to assure the patient safety. Thus the backup program led to temporarily higher current consumption which may contribute to faster battery depletion. The ability of the device to deliver therapies was verified. As a result of the battery depletion the anti-bradycardia pacing support was not present. Therefore, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies and the battery was found to be depleted but not defective. At a next step the electronic module was attached to an external power supply. An interrogation of the device was properly feasible and the anti-bradycardia therapy functions proved to be within specification. There was no indication of a device malfunction. In conclusion, the device analysis showed that the safety backup mode was triggered in (B)(6) 2017 which led to faster battery depletion as a result of temporary higher pacing parameters. Using an external power supply during analysis the device operated as expected. No anomalies were noted. The root cause for the safety backup mode activation was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. The analysis did not reveal any sign of a material or manufacturing problem.